Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Corrected information: d4 lot number additional information: d4 exp date, h4

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm the lot number, as the reported lot tmmlen is not a valid lot number. Additional information was requested, and the following was obtained: - did the event occur during one or multiple patient procedures? >yes - if yes, what is the total number of procedures? >2 that was reported - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). >no attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05237.

Event description:
It was reported that the patient underwent a c-section procedure on an unknown date in 2024 and barbed suture was used. The suture felt different physically and didn't feel barbed as it should be. During closure, the surgeon was able to pull the suture out backwards when this should not be able to happen with a barbed suture. It was almost like the suture was not grabbing onto the tissue at all. Another of the same suture was used to complete the procedure. There was no adverse consequence to the patient. Additional information was requested.